Event description:
It was reported that the physician's office threw away the serial cable and it will not be returned for analysis. The physician's office indicated that the serial cable was frayed just below the connector and that they are unsure of how this occurred.

Event description:
Reported indicated that the serial cable to the handheld is frayed and would like it replaced. It was reported that it is unknown how the serial cable became frayed. The serial cable is expected to be returned to device manufacturer for analysis; however, has not been received to date.